Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 240 mg/dl). A bolus via the pump and insulin injections were administered to address the high bg level. The customer thought the cause of the high bg may be due to a recent hand surgeries/pain medication or due to the infusion set. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. On (B)(6) 2016, the customer's blood glucose was 148 mg/dl.